Event description:
The user facility reported to terumo cardiovascular systems corporation that during set up, the suction tubing clip on the titan broke when trying to affix it onto the hercules 360 arm. The tubing clip broke three times. No known impact or consequence to patient. Product change out is unknown. Surgery was completed successfully. This event is associated to a signed health hazard evaluation report (hhe) and subsequent recall, md-2015-002-r. The health hazard evaluation report was signed on december 18, 2014.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code 11. (B)(4).